Event description:
It was reported that a 29mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 6 years, 5 months due to stenosis. A transcatheter valve was implanted.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives updated b5, b7, d4, h4, and h6 per new information received the most likely cause is patient factors, including dm and rheumatic heart disease. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 7300tfx 29mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 6 years, 5 months due to stenosis. The patient presented with hf and sob. A 9600tfx29a transcatheter valve was implanted. The patient outcome was stable.